Manufacturer narrative:
Batch review performed on 02 september 2021: lot 162136: (B)(4) items manufactured and released on 31-may-2016. Expiration date: 2021-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient had a primary total left hip surgery on (B)(6) 2019. The patient dislocated post-operatively, and on (B)(6) 2019, the surgeon revised the stem, head, and liner. Presently, on (B)(6) 2021, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head with competitor implants. The surgery was completed successfully.